Manufacturer narrative:
As reported, proper hemostasis was not achieved after removal of a 5f mynx control vascular closure device (vcd). Therefore, manual compression was performed for twenty minutes and the patient recovered. There was no reported patient injury. The mynx vcd used in a transarterial chemoembolization (tace) procedure using a retrograde approach. Bleeding was noted immediately after sealant deployment and device removal, with pulsatile bleeding observed at the puncture site. Despite this, the sealant was confirmed to have been deployed to the proper location. It is unknown whether anticoagulants, antiplatelets, or thrombolytics were used, and both the act during the procedure and the patient¿s inr status are also unknown. Fingertip compression was maintained on the skin during device removal, and no issues were noted during balloon retraction or the button #2 step. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Also, the mynx vcd was prepped according to the instructions for use (IFU). The femoral artery suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure device less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control. A non-cordis 5f sheath introducer was used. The complaint device was returned for evaluation. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button one was fully depressed and button two was fully depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. In regards of the sealant sleeves conditions, no abnormal conditions were observed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. The balloon was retracted, and the corewire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The simulated deployment test could not be performed since the unit was received fully deployed, the sealant was not returned for evaluation, both button 1 and button 2 were found fully depressed, and the balloon was returned retracted. The reported event of ¿sealant inability to achieve hemostasis¿ was not observed through analysis of the device due to the nature of the event. The device was received fully deployed and this was a patient related event, which cannot be duplicated in the lab. With no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. However, it should be noted that per the mynx control instructions for use, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the device is removed before completing balloon deflation, or if proper position of the device is not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, proper hemostasis was not achieved after removal of a 5f mynx control vascular closure device (vcd). Therefore, manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. The mynx vcd used in a transarterial chemoembolization (tace) procedure using a retrograde approach. Bleeding was noted immediately after sealant deployment and device removal, with pulsatile bleeding observed at the puncture site. Despite this, the sealant was confirmed to have been deployed to the proper location. It is unknown whether anticoagulants, antiplatelets, or thrombolytics were used, and both the act during the procedure and the patient¿s inr status are also unknown. Fingertip compression was maintained on the skin during device removal, and no issues were noted during balloon retraction or the button #2 step. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Also, the mynx vcd was prepped according to the instructions for use (IFU). The femoral artery suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure device less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control. A non-cordis 5f sheath introducer was used. The complaint device was returned for evaluation.